Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst while in surgery, upon removal. All catheter balloon pieces were allegedly removed. No additional surgical interventions were required. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "recommended inflation capacities: the 3 cc balloon: use 5 ml sterile water. The 5 cc balloon: use 10 ml sterile water. The 30 cc balloon: use 35 ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst while in surgery. Patient involvement unknown.

Manufacturer narrative:
Received 1 used latex foley catheter. The reported event was confirmed; however, the cause is unknown. The visual inspection noted the balloon burst. The detached piece was returned with the sample. No other pieces appeared to be missing. The functional evaluation was performed as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results are as follows: eye snip length: 2/32¿. Inflation lumen coverage: 12 thou. Balloon thickness: 21 thou. Burst initiated from bottom collar of sac: n/a. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while in surgery, the catheter allegedly burst upon removal. All catheter balloon pieces were allegedly removed. No additional surgical interventions were required. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst while in surgery, upon removal. All catheter balloon pieces were allegedly removed. No additional surgical interventions were required. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly burst while in surgery, upon removal. All catheter balloon pieces were allegedly removed. No additional surgical interventions were required. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter burst while in surgery. Patient involvement unknown.